Event description:
It was reported to philips that frequent l-arc collision errors occurred on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted the attachment position to resolve the issue and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).